Event description:
During the procedure, arthroscopic shaver emitted metal shavings into surgical site. Metal shavings were removed via irrigation and suction. No patient injury reported.

Manufacturer narrative:
Upon receipt, the used device was visually inspected and found to have galling and scratch marks on the inner shaft. Functionality was verified using a powered instrument driver. It has been concluded that the cause for shaving generation was the excessive exertion of lateral forces (side-loading) on arthroscopic shaver instruments during clinical use. Ascent healthcare solutions' IFU states: do not apply excessive pressure or side-load the blade during use. Side-loading does not improve the performance of the instrument, can dull the blade, and / or produce metal particulates. The device history record for the returned device revealed the device passed all applicable inspections and tests prior to release.